Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part: 03.045.001-15, lot: 7862p80, manufacturing site: hägendorf. Release to warehouse date: 12-january-2024. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that scrdriver xl25 has stuck a retention pin in the head of the instrument, no other finding is seen. There is no indication that a design or manufacturing issue has caused the complaint condition hence the root cause cannot be established. A dimensional inspection was not performed due to post manufacturing damage. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the scrdriver xl25 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. Current and manufactured revisions were reviewed.

Event description:
It was reported that during a procedure, a screwdriver was defective; insertion of cap retention pin instead of screw retention pin diam. 5 on xl25 screwdriver. There was no patient consequence.